Event description:
During a biannual pm inspection of the customer's optia equipment, a rlad (return line air detector) signal was found to be missing. No pt involved with this incident. This report is being filed due to a malfunction that has potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the rlad functionality was restored after flash programing the fpga's on the control stack. The rlad passed the autotest and preventive maintenance was completed per the MFR's specifications. Investigation eval and corrective actions are in-process. A f/u report will be provided.